Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator in 2017865-2026-07477 should not have been submitted as a medical device report (MDR) on (B)(6) 2026, as the event did not indicate a malfunction and did not cause a serious event.

Event description:
New information received indicated that there was no malfunction noted on the implantable cardioverter defibrillator.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited an unspecified high voltage lead issue. No intervention was performed. Additional information was requested and not received. The patient was stable throughout.